Event description:
The customer reported the system failed during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the singleboard computer, display adapter pcb, hard drive, and generator interface pcb. System operates as intended. (B) (4).